Event description:
The nurses have complained many times about the difficulty of using the natus hearing screener; especially, the jelly tab sensors (electrodes) provided by natus. The staff has tried to use the standard electrodes (3m red dot). They saw an immediate improvement in performance. The staff stated that the screen is completed in half the time. They had less difficulties with keeping the electrodes attached or obtaining a good signal. Natus sensors are designed for an infant's sensitive skin, but do not seem to perform adequately. Natus electrodes are not optimal for obtaining quality results quickly. The device lists the equipment as well as the natus jelly tab sensors.